Event description:
It was reported that during a ptca procedure, after the angioplasty procedure, it was noted under fluoroscopy that the guide wire tip had separated and traveled distally. Reportedly, the guide wire tip had traveled too far distal to be snared, so it was left in the pt. The pt was reported to be doing well after completion of the procedure.